Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 33.3 mmol/l. Customer also had blood glucose level of 16.6 mmol/l. The customer did not provide any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. The reservoir will not be returned for analysis.